Event description:
Pt is an electrician who apparently was exposed to current passing through his body while holding a ground wire and a live wire. During a follow-up evaluation, while excercising pocket "stimulation" (reported as fasciclations) were observed with device programmed bipolar in both chambers (dddr). Upon inquire, the device programmed dddr bipolar, and no back-up appeared.